Manufacturer narrative:
(B)(4) - there was no patient involvement, injury or medical intervention related to the customer reported condition. The tube misloading detection circuitry malfunctioned thus resulting in the force sensing resistors being damaged.

Manufacturer narrative:
(B)(4). Evaluation summary:the customer reported problem of a flogard infusion pump with an "f-38" was confirmed. Service determined that the cause was due to damaged force sensing resistors (fsrs), which were replaced onsite at the facility by a baxter field service technician to resolve the issue.

Event description:
The facility reported a flogard infusion pump with an alarm f38. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on-site at the facility by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.